Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level. Their blood glucose level during the incident was 570 mg/dl. They treated with an insulin shot. They had symptoms such as being thirsty and going to the bathroom. Their current blood glucose level was 238 mg/dl. Troubleshooting was performed and insulin exited without incident. The insulin pump¿s settings were programmed accurately. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.